Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(6) had error 133.6080 on pcu8015. He checked with recall team and confirmed his pcu was not affected by the recall. He was transferred from recall team. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I recommended (B)(6) to charge the battery first. If charging battery did not resolve the issue, (B)(6) will replace logic board. If (B)(6) still have any issue, he will call me back.